Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 69 (mg/dl). Customer consumed juice and carbohydrates to treat their bg level. Customer indicated that they contacted their health care provider to discuss the reported event.

Manufacturer narrative:
Review of pump data by quality engineering: pump data did not record any low blood glucose (bg) levels on the event date of (B)(6) 2016. There were no erratic basal insulin rate adjustments or bolus requests made. Cartridge change sequence was completed at 8:54pm, and the tubing was primed with 30.4912 units of insulin. There was no apparent requests or entries that would lead to a low bg level. If the customer did not disconnect during fill tubing process of the cartridge change sequence they would receive insulin. There is no evidence that the insulin pump malfunctioned or experienced a failure.